Manufacturer narrative:
Additional information evaluation method codes analysis of production record; 3331 reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss in iabp circuit alarm. All connections were tight and no evidence of rupture. The iab was removed after two hours. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss in iabp circuit alarm. All connections were tight and no evidence of rupture. The iab was removed after two hours. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Manufacturer narrative:
Additional information: section d - lot # from: unknown, to: 3000086897. Section d - serial # from: unknown, to: (B)(6). Section d - exp. Date from: [blank], to: 12/18/2021. Section h - manufacture date from: [blank], to: 12/18/2018. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and sheath. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 42.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss in iabp circuit alarm. All connections were tight and no evidence of rupture. The iab was removed after two hours. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss in iabp circuit alarm. All connections were tight and no evidence of rupture. The iab was removed after two hours. There was no reported injury to the patient.